Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was not able to charged and boot. Replaced receiver battery with a known good battery and receiver does boot and charge. The receiver case was opened for an interior inspection and passed. The receiver log was downloaded and reviewed, finding an 'rttloss' event within the relevant dates of this investigation. A functional test was not able to be performed due to receiver having been opened. A manual test was performed and passed. Replaced known good battery with original battery and receiver no longer turns on. The complaint confirmation of the receiver display screen becoming frozen could not be determined because the reported allegation was not found. The root cause could not be determined.